Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that when going transseptal for an afib procedure, the patient had a slight pressure drop and it was observed that the patient had developed a pericardial effusion. A pericardiocentesis was performed in which 2500 ccs were removed from the pericardial space. The patient was stable and will be transferred to the ccu for observation. The sheath is not available for return as it was disposed of. Lot number of the sheath unavailable as the staff threw away the packaging. The physician¿s opinion on the cause of this adverse event was that it was patient anatomy related. The physician had difficulty placing needle on septum and crossed high up near the roof. Also was posterior. No other intervention provided (besides pericardiocentesis). The patient fully recovered. The patient did not require extended hospitalization because of the adverse event. A smartablate generator (unknown serial number) was used. A brk needle was used. Staff threw away packaging.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).